Event description:
It was reported that dosing stopped after the user removed a prior cgm sensor and delayed pairing a new one during a supply change, which triggered a dosing suspended alert; a subsequent infusion set issue affected blood glucose until the sensor was connected and dosing resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.